Event description:
This is report 1 of 2 involved in this peritonitis event. On (B)(6) 2009, the patient began treatment with dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient experienced a mistake and touch contamination. On (B)(6) 2010, the patient developed and was hospitalized for peritonitis. It was unreported if treatment was provided. It was unreported if dianeal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. It was unreported if the patient had recovered from the mistake and touch contamination. Per the nurse, the peritonitis was unrelated to dianeal therapy. A causality statement was not provided for the patient made a mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted should additional information become available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was due to poor aseptic technique. A labeling review was performed and found to be adequate. A batch review was performed for the potentially associated lot number (gd877282, gd878223), with no defects noted. Similar reports have been received for the reported problem. The root cause investigation is in progress.